Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke after an unk amount of time in situ. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed. Method "other" a sample device was returned and is currently under investigation.